Event description:
Reportedly a 2800 valve was explanted after about a 7 year implant duration due to unknown reasons. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of leaflets 2 and 3; moderate to heavy calcification in the cusp area of leaflet 1. Calcification is moderate in the free margins of leaflets 2 and 3 and minimal to moderate in the free margin of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Two tears are noted at the free margin of leaflet 1 and the free margin of leaflet 2. Both tears measure to approximately 3mm- 4mm each. Calcification is noted at the described tear region. Host tissue is minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrates calcification. (Valve measured to be approximately 25mm). X-ray.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review was not possible due to lot/serial number was not provided. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
Pt was being transported by ambulance, the parapac ventilator stopped ventilating after 30 minutes of continuous ventilation on critically ill pt. The pt aspirated which possibly caused fluid ingress into the ep line. A non-hydrophobic filter was being used and no filter was being used on the ep line. Ambulance base has been recommended to use hydrophobic filters which they concur with. The pt was manually ventilated. No adverse pt outcome was reported.